Manufacturer narrative:
On 6/06/2016 the field service engineer (fse) found a leak from the probe wash collar on the sample aspiration module (sam). The fse replaced the sam to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak from the unicel dxh 800 coulter cellular analysis system while running samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.